Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Part number msp2035 and two(2) part number msp2013 instruments were received for evaluation. The returned devices were examined with magnified photography. Observed phenomena included: [all devices, general wear] each returned item exhibited general wear including light scuffing/scratching/indentation and marking wear. [Ratchet, drive feature damage] the ratchet hexalobe drive feature had driver/splines/lobes twisted about the axis of the device with the driver terminating in a fracture plane; the fracture plane was oblique to the device's axis (i.e. Fracture did not occur in a flat plane perpendicular to the device's axis) and was largely flat with light texturing and no notable necking/ductility. [Both drivers, twisted lobes and chipping] the part number msp2013 batch number l1401028 driver exhibited mild twisting of the hexalobe driver splines/lobes/ridges about the axis of the device. Both msp2013 drivers exhibited chipping of the lobes at the tips of the drivers. Wear on instrumentation can occur due to long-term use and/or intensity of use. Driver twisting can occur primarily during overtorquing scenarios where excessive torque is applied to the device during use such as when unexpected resistance is encountered. Driver tip chipping can potentially occur in overtorquing situations. The observed breakage/fracture phenomena would suggest the device failed in a brittle manner, which can occur in scenarios involving overtorquing or off-axis loading. However, the root cause of the reported event could not be determined. Reports for the other drivers involved in this event were submitted under report numbers 3025141-2023-00040 and 3025141-2023-00042.

Event description:
It had been reported that the patient had undergone an explant procedure due to infection (previously reported under report numbers 3025141-2023-00037, 3025141-2023-00038, and 3025141-2023-00039). It was reported that during this explant procedure, when removing the plates and screw(s), the "stress of removing screws wore, warped, and bent screwdrivers". It was reported the procedure had not been prolonged, there were no adverse patient consequences due to this driver issue, and another driver was used to complete the explant procedure. The drivers were received for evaluation, and upon completion of the evaluation on 20 february 2023, it was determined the drivers showed signs of chipping/breaking therefore, resulting in this report.